Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6. Device history (lot) part number: 03.037.016. Lot number: 9457873. Manufacturing site: (B)(6). Release to warehouse date:(B)(6) 2015. Visual inspection: the buttress/compression nut (p/n: (B)(6), lot number: 9457873) was received at us cq. Upon visual inspection, no damage was observed to the internal threads or the rest of the device. The complaint device was assembled with the mating device (03.037.017, pi-15919684536307968) until the damaged threads on the mating device obstruct further assembly. This complaint was not confirmed as no damage is observed to the device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the buttress compression nut and the blade/screw guide sleeve were noted to be stripped. The issue was discovered while the sales consultant was taking apart the pieces the day after surgery and they weren¿t threading on correctly. It is unknown if there were patient and surgical involvement. This report is for a buttress/compression nut. This is report 1 of 1 for (B)(4).